Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation ((B)(4)), field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack as supported by d02898.

Event description:
It was reported by the site that the patient observed an abnormal battery behavior (power switching) with no effect to the patient, which was doing fine the whole time. No additional information provided.